Event description:
It was reported that an implantable neurostimulator used for pain stimulation would not charge, with the battery reportedly depleted for 6-8 months. The issue was first noticed when an attempt was made to enter MRI safe mode prior to a planned magnetic resonance imaging (MRI) scan, which could not be completed due to the device being in an over discharged state. The patient was redirected to their healthcare provider for further evaluation and was advised to arrange a meeting to address the over discharged state of the device. No patient complications have been reported as a result of this event. Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that their ins had been dead for about 2 years and there was no communication with the controller. Patient stated that they were trying to get an MRI of the area so that they could remove the spinal cord stimulator or replace the battery, whichever they decided to do. Patient said they were having trouble with the MRI departments wanting to do the MRI because they couldn't show them that the unit was in MRI safe mode. Agent reviewed MRI eligibility form that their healthcare provider (hcp) can fill out with the patient. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.